Event description:
I have a permobil f5 and it was under warranty from (B)(6) 2021 to (B)(6) 2023 my shock absorbers started leaking and had to be replaced then again in (B)(6) 2022 they started leaking again and had to be replaced but this time permobil would not cover the replacement then a 3rd time in (B)(6) 2023 they started leaking again and permobil would not cover the replacement even though we showed a product defect in 3 pairs of shocks in 2 years.